Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections a4 and b5, update section h3, and to provide the completed investigation results. Patient height - 160cm tall. Patient bmi - 19.53. One used 8fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath, but it was cut in the proximal part and separated into two pieces. The tamper tube was returned as well. No other accessories or components were returned. Visual inspection revealed that the hemostasis sheath was cut into two pieces and the hub of the sheath was still connected to the deployment sleeve of the carrier tube. The cut surface of sheath/carrier tube assembly appeared consistent with a cut sustained by a blade. The deployment sleeve of the carrier tube was in the rear lock position with color bands fully exposed. The tamper tube was exposed from the hemosheath and returned separately. Apart from the cut device, no other visual anomalies were noted. For further evaluation, the hub cap of the carrier tube hub was separated to inspect the suture spool within. All turns of the suture were housed within the spool. The suture end was pulled with a pair of tweezers and the suture unwound without any anomalies. There were no obstructions to the path of the unraveling suture. The clear heat shrink tube was examined under microscope and it was found a uniform cut. Dimensional testing was performed. The outer diameter of the tamper tube was measured to be 0.077'' which was within the specification of 0.081 +0.000/-0.005. Measurement was found to be within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 17aug2020. During the procedure, the device was not attempted to be cut. The device was attempted to be cut after hemostasis treatment was completed (after the suture was cut). According to the physician, since the tamper tube did not appear, the physician pushed the collagen under the skin using equipment like a pair of forceps while maintaining the device being pulled. The device was cut after the procedure was completed.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was withdrawn, the tamper tube did not appear. As the collagen stretched and came out on the skin, the physician pushed the collagen under the skin while maintaining the device. After that, the suture was cut. After hemostasis was confirmed to be achieved, the procedure was successfully completed. Consequently, the tamper tube was found. The situation where the tamper tube was found is unknown, however, there is a possibility that the tamper tube came out of the sheath on the body side. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no health damage to the patient. Hemostasis was successfully achieved by the device without replacement. There were no other devices or equipment used with the reported product.